Event description:
It was reported that customer was experiencing low blood glucose level. Customer¿s blood glucose level was 46 mg/dl. Current blood glucose level of customer was 180 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at the time of incident. Customer was treated with food. Insulin pump programming was accurate. Reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.